Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead was initially implanted but then removed as physician could not get the lead to move to the desired position. Prior to reinserting the ra lead, the physician noticed some discoloration and a possible hole in the lead insulation. Another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant.